Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received a suspected shock for atrial fibrillation (af) with rapid ventricular response (rvr). In addition possible atrial undersensing was noted on the stored electrogram. The implantable cardioverter defibrillator (ICD)  and right atrial (ra) lead currently remain in use. No further patient complications have been reported as a result of this event.